Event description:
On november 1st, the user contacted dario to report high blood glucose (bg) readings. Due to these high readings, the user over-medicated with metformin. The user also reported that he visited his doctor to check his bg levels. During the doctor's visit, the user's bg level was tested with the doctor's meter which read in range, compared to the high bg level received from the user's dario meter. The user reported that prior to his doctor's visit, he received from his dario meter high bg readings of 220 mg/dl and 219 mg/dl compared to 118 mg/dl and 103 mg/dl, respectively, from his non-dario meter.

Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, the user contacted dario to report that he tested his bg with the new cartridge of strips and received a bg reading of 95 mg/dl, which the user stated is a normal range for him. While on the phone, a dario's representative performed with the user a control solution test with the new cartridge of strips. The strips read within range. There is not enough information regarding the old strips to investigate. No resolution is available.